Event description:
It was reported that 3 months after a drug eluting stenting treatment procedure, an aneurysm was detected. The physician successfully deployed a taxus express2 unknown size drug eluting stent in the right coronary artery (rca). The physician then successfully deployed a second taxus express2 unknown size drug eluting stent in the left anterior descending artery (lad). Three months post-procedure, the pt came back to the cath lab complaining of chest pains. The angiogram revealed that both taxus stents developed an aneurysm. The physician then decided to have a planned two vessel coronary artery bypass graft (CABG). It is noted the physician does not know the cause of the aneurysm. No further patient injuries or complications were reported. Patient status is reported as "stable".